Manufacturer narrative:
Cec adjudicated that the reported event was related to the study device and not related to the procedure or drug.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the left leg. Approximately 23.5 months post index procedure restenosis of the left sfa and pa was reported which was treated with non-medtronic pta and deb. The event was reported to be not related to the device, procedure or paclitaxel. Event is reported to be resolved.